Event description:
It was reported that the device was used in a laparoscopic appendectomy the device misfired. The surgeon squeezed the firing handle and it only stapled 1/3 of the area. Then the stapler locked out. Another device was used to complete the case.